Event description:
The reporter stated that during use the humidification chamber became dry. There was no fluid in the bottle. When the bottle was changed, the float on the chamber became stuck. No pt info available.